Manufacturer narrative:
Pump was received with no button response due to lcd keypad connector unlocked. Unable to verify failed battery test or perform the self test, unexpected restart error test and displacement test due to button keypad anomaly. Pump passed stop current test. Pump had cracked case at display window corners, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issues with the insulin pump. The device had a blank display. They inserted a new battery and the device alarmed a failed battery test. The customer¿s blood glucose during the incident was 122 mg/dl. Troubleshooting was performed. They failed battery test alarm did not recur. Additionally, they also received a battery out limit alarm. The alarm did not clear. The buttons were not responding. The time on the clock advanced when monitored for one minute. The insulin pump will be returned for analysis.